Event description:
A peripherally inserted central catheter (PICC) was successfully placed for an unknown treatment. It was noted post placement that the catheter was cracked and leaking. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become available, a supplemental will be forwarded at that time. This device has not been rec'd for eval. Therefore, a failure analysis is not available and without evaluating the device the co is unable to determine if the device met specs. User technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The co directions for use outline appriopriate placement, access and maintenance procedures.